Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown biomet driver was not returned for investigation, and reported to have been used in other procedures without issue. Appropriate documentation was reviewed. DHR and complaint history review could not be conducted for the reported unknown biomet driver, as no lot or part were provided. Therefore, based on the available information, implant device malfunction did not occur, the unknown driver malfunction could not be verified and the reported event was non-verifiable, since the driver involved in the event was not returned for investigation. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Device product code unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown. Device not returned.

Event description:
It was reported that the driver was unable to engage with the implant.